Event description:
The customer reported failed free thyroxine (ft4) calibrations involving access 2 immunoassay system. Prior to troubleshooting, beckman coulter customer technical support (cts) informed the customer subsequent two calibrations indicated a reagent pack was missing. Beckman coulter cts advised the customer to use proper personal protective equipment (ppe) prior to troubleshooting. During troubleshooting, it was determined a laboratory technician had incorrectly loaded an frt4 reagent pack in the incorrect reagent carousel slot on the analyzer. The customer noted the reagent pack was in a different slot and verified the pack had been punctured. Beckman coulter cts advised the customer to properly discard the used reagent pack. The customer loaded a new frt4 reagent pack and verified the rest of the reagent packs were in proper positions. The customer confirmed no patient results were generated during the event. Patient outcome is not impacted.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting via the telephone, and the customer did not question system performance. The cause of the incident is due to operator error. (B)(4).